Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that a patient with acute myocardial infarction and cardiogenic shock was implanted with an impella cp for mechanical circulatory support. After repositioning, the automated impella controller (aic) displayed an ¿impella in aorta¿ alarm. Attempts to reposition the device were unsuccessful, and the impella pump was subsequently explanted. Care was withdrawn and the patient expired.

Manufacturer narrative:
The investigation of positioning issues has been completed. The impella device was not returned for evaluation. The cause of the positioning issue was most likely patient movement per clinical that the patient was moved for an x-ray and then the pump could not be repositioned. B1 adverse event was inadvertently omitted on the initial manufacturer device report number 1220648-2025-30537.